Event description:
Customer reported that he has infection at injection sites. Doctor prescribed him antibiotic for infection. He has an appointment with surgeon to determine if surgery is needed to clear infection.

Manufacturer narrative:
No product has been received to date. Complaint history check yielded no other complaints for similar condition for the lot reported. Device history review was conducted and no anomalies noted. Quality will continue to monitor on monthly trend reports.